Event description:
It was reported that the aseptic battery housing opened during a procedure, exposing the non-sterile battery. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device is not available for evaluation. The lot number provided does not match the numbering scheme used at the manufacturer. The device history record cannot be reviewed. If additional information is received, a follow up report will be filed.